Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology. The tissue damage appears to be a result of procedural circumstances of difficulty grasping of the leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that the anterior leaflet tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. The second clip delivery system (cds 60723u180) was advanced to the mitral valve. The leaflet anatomy and imaging were challenging. During grasping, difficulty was noted due to the anatomy. A jet was noted due to an anterior leaflet tear. The decision was made not to deploy the clip and to remove the cds. The mr was reduced to 3 with one implanted clip and the patient remains well. No additional information was provided.